Event description:
It was reported that pt underwent spinal procedure in 2007. Revision surgery was performed in 2009, due to reported breakage of two of the implanted screws. The involved screws were replaced, but the threaded portion of the screws could not be removed and remains in the pt.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date: na (sold non-sterile). Eval in process but not yet complete. Upon completion of eval, a follow up report will be sent to the FDA.